Manufacturer narrative:
Differences in results and reference ranges from ft4 assays by different manufactures, in this case abbott, can vary due to differences in the types of antibodies used, setups of the assays, and standardization methodologies. The investigation did not identify a product problem. The cause of the event could not be determined. As qc recovery was within expectations, a general reagent issue could be excluded.

Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for a total of 22 patient samples tested with the elecsys tsh assay and the elecsys ft4 iii assay on a cobas 6000 e 601 module and a cobas 8000 e 801 module. The customer stated that when using the roche tsh and ft4 reference ranges, the values do not match the clinical observation of the patients. Some samples were also tested on the abbott architect platform and according to the abbott reference ranges, the patient values are normal, not hyperthyroid. This medwatch will apply to the ft4 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay. No adverse events were alleged to have occurred with the patients. The serial number of the e 601 analyzer is (B)(4). The serial number of the e 801 analyzer was asked for, but not provided.